Event description:
Abbott perclose proglide 6 fr, lot #: 1053041, part #: 1267303 - 2 events on same patient. In patient's left femoral artery, when deploying the device it "got stuck". In an attempt to remove it, the device broke in the vessel. A cutdown had to be performed on the patient's vessel to retrieve the broken piece and repair the vessel. On patient's right femoral artery, decreased blood flow to patient's foot noted after deployment of the device ("right iliac dissection or also perclose injury") necessitating surgical repair. FDA safety report ID# (B)(4).